Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated with insulin drip and auto mode was not active at the time of event. Troubleshooting was not performed. No further patient complications were reported.